Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during rotator cuff suture surgery the anchor did break while inserting. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the eyelet broke off at the suture interphase. Also, the anchor broke off half way. The base of the eyelet is still located inside the shaft ID and is held in place by the suture. No damage observed on the shaft. Critical features and functionally of the device could not be performed due to the as received condition of the device (damaged). The caused of this event is undetermined; however, likely causes of the event include improper bone prep, misaligned insertion, prying/leveraging the device during insertion.